Event description:
A set of defibrillator pads were placed, but the monitor did not display any rhythm. Another monitor was attached to the defibrillator pads and there continued to be no rhythm displayed on the new monitor. A second set of defibrillator pads were placed and a rhythm was detected. No problems with monitor after checked by clinical engineering. Patient did not require defibrillation but the first set of electrodes did not detect rhythm.device #1is this a laboratory device or laboratory test?no.